Event description:
It was reported to philips that the wireless foot switch was defective. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. Upon troubleshooting, fse identified that the status of led indicator on base station and battery was green, and the wi-fi indicator was off. Upon functional testing, fse found that the wps (wireless personal system) paired correctly, but no active signal was received when the footswitch was pressed. To resolve the issue, fse replaced the wireless footswitch and returned it to philips for further analysis. The analysis of wireless footswitch showed that bracket is loose, and the system connects to correct version base station however the system does not react at all when any of the pedals are pressed. There was no feedback from the safety microswitch and the x-ray microswitch. But the cause of the wireless footswitch failure could not be conclusively determined by the supplier¿s part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The corrections executed included: ¿ a firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection. ¿ an update to the instructions for use for charging and handling of the wireless footswitch ¿ the requirement to have the wired footswitch always connected therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.